Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical product: evolutr-23-us transcatheter valve, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptomatic bradycardia due to complete heart block because of non-capture of their right ventricular (rv) lead. Device interrogation revealed elevated capture thresholds. A chest x-ray revealed a micro dislodgement had occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.